Manufacturer narrative:
(B)(4). One unit of manta was returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. Manta was not locked into the sheath. The unit was tested for bypass and resistance was observed. The dilator was locked into the sheath and left for 30s. The unit was functionally tested for second time, the bypass tube passed without any issues. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance (see 3010252479-2023-00137 manta). The first 18f manta device was removed, and the first 18f manta sheath remained in place. A second 18f manta device was opened, and while attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician again encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when resistance was met. The second 18f manta device and the first 18f manta sheath were removed from the guidewire. A third 18f manta device and sheath were opened, deployed successfully, completing closure, and no harm or consequence was experienced to the patient. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: during a tavr procedure, two mantas were used and unable to advance through the tear away valve associated to 3010252479-2023-00137 manta. This complaint will be reporting the second manta device that failed. A third manta was used and was deployed successfully. There was no report of patient injury, harm, or health consequence from this event. The patient's current condition is fine. Additional information: additional information: the sheath of the first manta was used on both tries. There was no buckling or bending of the bypass tube, but severe resistance was met when attempting to advance.

Event description:
It was reported that: during a tavr procedure, two mantas were used and unable to advance through the tear away valve. This complaint will be reporting the second manta device that failed. A third manta was used and was deployed successfully. There was no report of patient injury, harm, or health consequence from this event. The patient's current condition is fine. Additional information: additional information: the sheath of the first manta was used on both tries. There was no buckling or bending of the bypass tube, but severe resistance was met when attempting to advance.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.